Manufacturer narrative:
(B)(6). This report is for an unknown pdl polyethylene inlay. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for a total disc replacement at l5-s1 disc level using a prodisc-l implant. On (B)(6) 2017, surgeon removed all original implants. It was reported that during the revision surgery there did not appear to be much bone growth around the implant, but there was plenty of scar tissue. The surgeon used an osteotome instrument from the prodisc l removal set to free up each implant endplate from the host bone. There was a small amount of bone that attached to the undersurface of each implant endplate. The surgeon had difficulty removing the implant due to the patient¿s size, retraction, angle, and size of the implant from left to right. It was estimated that once the surgeon started the removal portion of the procedure, it took approximately 60 minutes of additional surgery time to remove the pdl implant. No fragments were generated during implant removal. Revision surgery was completed successfully. Patient is reported in stable condition. Device migration which led to the removal procedure is addressed in (B)(4). The events that occurred during that removal procedure are addressed in this report. This report is for one (1) unknown pdl large polyethylene inlay 10mm. This is report 2 of 3 for (B)(4).